Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30oct2020.

Event description:
The customer reported the screen was set at max light intensity but was still low in intensity. There was no patient involvement. The remote service engineer advised to replace the user interface. The customer replaced the user interface and the issue was resolved.